Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: additional data-d10. Corrected-g2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot , device history lot , part: 311.430, lot: 2044, manufacturing site: bettlach. DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to which was in place till august 2014. Investigation summary complaint description : it was reported that on an unknown date, the surgeon was removing a 4.0 cannulated screw for an unknown reason. It was reported that the instrument broke intraoperatively. Surgical delay was unknown. Procedure outcome was unknown. There was no report of patient consequence. Customer quality returned product investigation flow: broken. Visual inspection : visual inspection of the handle revealed the phenolic handle component was broken at one of the component¿s two holes for the device¿s cross pin component. The device¿s etching was noted to be faded. No additional issues were observed. The received condition agreed with the complaint description. The complaint was confirmed during investigation. It could not be determined whether the received condition was due to use error, abnormal use or abuse, etc. Review of the photographic images attached to the complaint revealed no additional issues. Dimensional inspection: dimensional measurements of the relevant features were not taken due to the received condition of the device. Document/specification review. No design issues were observed during review. DHR review : DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. Conclusion : the complaint was confirmed with investigation. No manufacturing issues were identified during investigation. During the investigation, no additional product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The received condition of the device was most likely due to handling and use during the over 15 years the device was in use. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was removing a 4.0 cannulated screw for an unknown reason. During removal the unknown 4.0 cannulated screw broke. It was reported that the following instruments "broke intraoperatively": the conical extraction screw for 1.5mm & 2.0mm cortex screws, spare reamer tube for hollow reamer, extraction bolt for 4.5 screws, spare reamer tube for hollow reamer, small handle with quick coupling, and conical extraction screw for 3.5mm screws. Surgical delay is unknown. Procedure outcome is unknown. There was no report of patient consequence. This report is for one (1) handle with quick coupling, small. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4: lot number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.